Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they began to have a return of their target bowel control symptoms. The patient stated that they went to their healthcare professional (hcp) and the hcp was not able to get any readings from the implant at that time. The patient noted that the hcp had diagnosed them with a urinary tract infection on (B)(6) 2017 and that they met with a local manufacturer representative (rep) a couple weeks later. The patient stated that the rep had told them on (B)(6) 2017 that only one of their programs were working and that the system was not functioning properly. The patient noted that this was why the ins and lead were replaced. Additional information was received from a rep. The rep reported that they were made aware of the event when the hcp asked to see them on (B)(6) 2017 to confirm why the patient could not get any stimulation and/or generator was depleted. The rep noted that they ran an impedance check and only one program came back within the normal range, the patient was able to feel comfortable stimulation on that program. The rep stated that they never told the patient that the system was not functioning or that it needed to be replaced. The rep noted that they did, however, tell the hcp that they received a high impedance reading. The rep stated that the hcp scheduled the patient to have the system replaced at that time and noted since then the patient was doing fine. No further complications were reported or were expected.